Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. Microscopic inspection of the distal tip revealed conductor wire 2 protruding from the shaft at the distal edge of electrode ring 4. The device met specifications for optical signal properties. In addition, contact force was displayed when connected to the tactisys unit, with no error messages noted. A short circuit was detected between electrode 2 and electrode 4. Microscopic inspection of the distal tip revealed conductor wire 2 protruding from the shaft at the distal edge of electrode ring 4. Electrode ring 4 was cut and peeled. Upon removal of electrode ring 4, the short circuit between electrodes 2 and 4 was no longer present. This indicates that the short circuit was due to the contact between the protruded conductor wire 2 and electrode ring 4. Additionally, the protruded wire cut through the catheter shaft, consistent with the failed shaft leak test and the fluid ingress proximal to electrodes 3 and 4. However, since no fluid ingress was noted distal to electrode 3, this would not affect contact force. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported contact force issue remains unknown.

Manufacturer narrative:
Initial visual inspection revealed an exposed wire in the catheter.

Event description:
This report is to advise of an event observed during analysis revealing an exposed wire in the catheter.